Event description:
It was reported that the patient experienced scrotal pain with the inflatable penile prosthesis (ipp) due to possible infection. The entire ipp system was removed, a wash out was performed and spectra concealable penile prosthesis was implanted. No further complications were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.